Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, curved openings, brown particles in valve. The leak test and microscopic analysis was performed which identified; three curved striated openings on anterior and radius side assessed as surgical damage and a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening, and a curved striated openings assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.